Event description:
A head trauma was reported. Measurements taken after the reported trauma showed affected channels. There have been no changes in health or medication. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported head trauma might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A head trauma was reported. Measurements taken after the reported trauma show affected channels. It is unknown if hearing performance with the device is affected.